Event description:
Pump declared an altitude alarm. There was no reported impact on the customer's blood glucose level as the caller declined to provide specific information. Technical support provided tips to prevent future altitude alarms, and the customer was able to resume insulin delivery using the original cartridge.